Event description:
My continuous glucose monitor, dexcom g7 had an inaccurate reading which caused my insulin pump to over deliver insulin inducing a hypoglycemic attack while driving. Paramedics arrived after a car accident and their glucose meter read 30 while the dexcom g7 showed 85. The paramedics arrived and delivered glucagon and glucose gel to resuscitate me.